Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an inoperative open button. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative open button was confirmed and reproduced during product evaluation by baxter service personnel. The root cause was attributed to the inoperable open key due to a faulty pump head module (phm) keypad. The phm keypad was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. The user interface module master software version for this device is 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.